Event description:
It was reported to philips healthcare that the etco2 port on the heartstart mrx was pushed in. The customer is unable to recall if there were error messages. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.